Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/09/2019. Investigation summary: sample was evaluated and the lower hinge of the plate was broken. With this broken hinge, plate remains open. It is not possible to assemble a sample with a broken locking mechanism at the manufacturing line. Therefore other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor. Based on the present analysis, it is determined that the reported complaint not related to the manufacturing process and other external causes could have affected the product integrity.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was attached to a drain. During the procedure, the reservoir could not be locked when trying to lock it and activate the reservoir. There were no adverse consequences to the patient. No additional information was provided.